Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot#: 15808201 description: next generation anchor kit-sterile model#: sc-1132 serial#: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had problems with the leads at the anchor point as she had pain at the site. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected.